Manufacturer narrative:
The insulin pump was received with missing retainer. The pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, partially broken off battery tube threads, partially broken off reservoir tube lip, cracked battery tube area, scratched casing, minor scratches on lcd window and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin hatch was broken. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.